Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during the first inflation at the nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.